Event description:
The customer reported that the ac cord "cord plastic piece is broken - not holding the cord in." There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.